Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with lithotripsy procedure performed on (B)(6) 2024. During procedure, a trapezoid rx was used to attempt to crush a stone. However, the handle cannula broke and the basket couldn't open or close. The stone fell out of the basket and the was removed from patient. Another trapezoid rx was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h2: blocks d4 and h4 were updated based on the lot number. The device was returned with its original pouch batch 31741616. Block h6: imdrf device code a0401 captures the reportable event of handle cannula break. Block h11: the returned trapezoid rx was analyzed, and a product analysis observed that the handle cannula was not broken. The sheath was detached and buckled, which made the basket extension and refraction feel difficult to complete when the functionality of the device was inspected. The side car rx was pushed back 4mm. The reported event of handle cannula break was not confirmed. However, the findings found upon investigation were most likely generated due to the amount of force applied on the thumb ring when trying to destroy the stone. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with lithotripsy procedure performed on (B)(6) 2024. During procedure, a trapezoid rx was used to attempt to crush a stone. However, the handle cannula broke and the basket couldn't open or close. The stone fell out of the basket and the was removed from patient. Another trapezoid rx was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Imdrf device code a0401 captures the reportable event of handle cannula break.